Event description:
The customer called to report that the keypad on the insulin pump was locked, and she wanted it replaced. The customer was also experiencing high blood glucose levels and called the paramedics for assistance. Spoke with the paramedic, and assisted with the unlocking of the keypad as the customer is blind. The insulin pump resumed normal function. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.